Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an external neurostimulator (ens) for a basic evaluation. The healthcare provider (hcp) began the basic evaluation, inserted the needle into the foramen, and began testing for sensory response with stimulation. The patient was not responding to questions being asked by the nurse and hcp and their legs began to shake. As a result of the adverse event, the hcp decided to abort the procedure. After a few minutes, the patient felt fine, stood up and left the hcp office walking by themselves. The issue was resolved at the time of this report. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the ens was discarded by the physician. No further information reported.